Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states that "the "helium loss alarm (2)" went off during use on a patient. Therefore, the iabp was replaced with another one in the facility, by which the alarm stopped". Patient condition reported as "fine". No report of delay in therapy.

Event description:
The report states that "the "helium loss alarm (2)" went off during use on a patient. Therefore, the iabp was replaced with another one in the facility, by which the alarm stopped". Patient condition reported as "fine". No report of delay in therapy.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.